Manufacturer narrative:
(B)(4). The external visual inspection of the device revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The device was explanted for medical reasons. The device passed the tests performed. Advanced bionics considers the investigation into this reportable event as closed. The infection has been resolved. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced a (B)(6) infection at the implant site. The recipient was prescribed conservative antibiotic treatment for eight months, however, the infection was not resolved. The recipient experienced necrosis at the implant site. The recipient's device was explanted.